Event description:
It was reported that during an unk procedure, ligamax 5mm clip used inside the patient but was not functioning properly. Additional ligamax clip opened to complete planned surgery. No patient consequences were reported.

Manufacturer narrative:
(B)(4).date sent: 7/7/2026.d4: batch # a99j37.investigation summary:the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips did not advance into the jaws. Further examination revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for detailed evaluation. Upon disassembly, the advancer deformation was confirmed, and (10) clips were identified within the clip track.investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.as part of ees quality process all devices are manufactured, inspected, and released to approved specifications.device history review:a manufacturing record evaluation was performed for the finished device batch a99j37 number, and no non-conformances were identified.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.please provide more details about the device quality issue.did device jam (not fire clips)?did device not feed clips (clips not advance fully into jaws)?did device drop or eject clips?was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )?did the clip not hold on the vessel or tissue once placed?was the device on a vessel/artery when it would not open?if yes, how was the device removed? (Cut off, forced open)if the device was cut off, was there any damage to the vessel/tissue?was there a patient consequence? If yes, how was the issue addressed?could you please clarify if there were any change in the post-operative care of the patient as a result of the event?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.